Manufacturer narrative:
An error occurred and additional information was not submitted. Adding additional information that was not submitted in initial MDR. Adding: describe event or problem - it was reported that a patient experienced a dental implant loss. UDI#: (B)(4). Section g1 phone number reporting contact us phone: (B)(4). Adding additional manufacturer narrative: this MDR submission is a late submission. A CAPA has been issued. This is a follow up report for this additional information.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Late USA. Sf case (B)(4). Implant loss. "Dds changing abutment and implant screwed out w/ abutment." Failed to enter within 5 days, see email attached. 1/10/2024, kbe: aware date was based on sf (B)(4).received 9/26/2023.

Manufacturer narrative:
Correcting UDI # from (B)(4). This is a follow up report for this corrected information. Device received for this event is being corrected from astratech impl ev 3.6s 15mm os catalog # 26315 to osseospeed ev 3.6 s - 15 mm catalog # 25226. This is a follow up report for this corrected information.